Event description:
The article documents patients who underwent pulmonary artery stent placement for various congenital heart defects (chd). Herculink stents have many desirable properties for use in small children (low profile delivery system, good radial strength, reasonable redilation size). However, the article suggests that they may develop in-stent stenosis more rapidly than other stents. All herculink stents were deployed to nominal diameter but were more likely to develop in-stent stenosis (100% vs 9%) and the time to first re-dilation was much shorter for herculink stents (0.6 vs 6.2 years). The article concluded that despite appropriate implantation size and anti-platelet therapy, there is a risk of early in-stent stenosis for herculink stents implanted in pulmonary arteries in young children. Details are listed in the article titled, ¿early in-stent stenosis for herculink stents implanted for pulmonary artery stenosis in congenital heart disease". No additional information was provided.

Manufacturer narrative:
Article titled, ¿early in-stent stenosis for herculink stents implanted for pulmonary artery stenosis in congenital heart disease". The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of stenosis is listed in the rx herculite elite peripheral stent systems instructions for use as a known patient effect associated with the use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - the date of event will be estimated as 8/01/2025. D4- the UDI is not known as the part and lot number were not provided. D6a - the date of implant estimated as (B)(6) 2024.